Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of a steerable guide catheter (sgc), the dilator would not flush. Therefore, the sgc was removed and replaced. A new sgc was inserted and continued the procedure. One mitraclip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.